Event description:
It was reported that the device has an internal clock battery issue. It won't hold the date and time and alarms for pump settings and patient data lost every time it was powered on, even after being charged for over ten (10) days. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name; cancer and blood specialists of nevada device evaluation: the customer reported issue was able to be confirmed through performance verification testing (pvt). The cause of the reported issue was a failed internal battery. The reported issue was resolved by replacing the printed wiring assembly (pwa) board. Further inspection found a deforming upstream occlusion (uso) seal. Replaced uso seal and battery compartment. The device passed all functional testing after repair activities were completed. The product's service history records were reviewed and there was no indication that the complaint was related to the service of the device within the review period.